Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical technician indicated that the unit was pulled from service for evaluation following the event. Attempts to gather additional event related information have been unsuccessful. Therefore, the current repair status of the machine is unknown and it is not known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event.

Manufacturer narrative:
Conclusion: the documentation received shows a possible causal relationship between the reported excess fluid removal, slurred speech resulting in the need for a hospital evaluation (sent to the ER) and the 2008k2 machine. It is possible that the failed parts of the machine caused an excessive fluid removal which potentially led to the patient adverse event. However, it is unknown if the patient had pre-existing conditions or concomitant medication that could have contributed to the adverse event of slurred speech and need for hospital evaluation.

Event description:
Information in the complaint record was reviewed by a post market surveillance clinician. On (B)(6) 2017 an area technical manager for fresenius medical care contacted technical support to report that a ¿hemodialysis (hd) clinic machine removed too much weight¿ from an end stage renal disease (esrd) patient (demographics unknown) on hd therapy for renal replacement therapy (rrt) for an unknown period of time. Reportedly during the hd treatment on (B)(6) 2017 this patient, who is scheduled for thrice weekly hd treatments, had an additional 1700ml of fluid removed. It was reported that the machine was set to remove 3000ml and the ultra-filtration (uf) showed 3000ml removed at the end of treatment. However, post hd treatment the patients¿ weight (start and end weight not reported) indicated a loss of 4700ml. It was unknown if the patient ate, drank or voided during the treatment as this could eventually reflect in the decreased weight. The patient had slurred speech and was sent to the emergency room (ER). No other information related to symptoms, vital signs or any intervention is known. Additionally, the mode of transport to the hospital was unknown. Hospital diagnosis and course was unknown including disposition of the patient. The technical manager reported that the machine had no diagnostic messages (none expected) or audible alarms. The patient was now reported to be fine. Post event the machine was evaluated and after review of the service order it was determined that the machine failed the ultrafiltration (uf) problem identification checklist. The uf balance error 60ml ({volume removed} ¿ {uf collected}) was over the maximum allowable error +/- 30ml and failed. The balancing chamber assembly, uf pump and deaeration pump head were advised to be replaced. It was unknown what pre-treatment testing was performed and/or the results, however, it was clearly stated in the 2008k2 operator¿s manual that, ¿the machine should undergo pressure and alarm tests to ensure that it is functioning properly¿. It also states the following, ¿warning! It is essential that the 2008k2 hemodialysis machine¿s balancing system is operating properly. The machine must successfully complete a pressure test before each treatment, especially when using high-flux dialyzers¿.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at the user facility reported that a 2008k2 hemodialysis (hd) machine had an ultrafiltration (uf) issue while a patient was undergoing their hd treatment. The patient had excessive fluid removal. The uf removal goal was 3000 milliliters (ml). However, the patient weighed out as losing 4700 ml. The patient had slurred speech and was sent to the emergency room (ER). The patient has recovered and is now fine. Following the event, the system was removed from service for evaluation. It is not currently known if the unit has been returned to service at the user facility. No parts are available to be returned to the manufacturer for evaluation.